Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index procedure, the patient underwent surgery where 4 protege gps self-expanding stents were successfully implanted in the sfa left lower extremity. The lesion exhibited severe stenosis, severe calcification and slight tortuosity. The lesion was pre dilated with 90% stenosis remaining prior to stent implantation. The operation was completed normally, no difficulty reported. It is reported that 1 month after the operation, the patient experienced pain and sought medical advice in other hospitals and received treatment (specific treatment is unknown). It is reported that the patient presented to the (B)(6) hospital approximately 21 months post index. The physician observed that the stent had fractured. The patient's condition continued to deteriorate until the patient's left lower extremity was amputated. Date of the amputation is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.